Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: unk-m-sc-2352-50, model: sc-2352-50, serial: n/I, batch: n/I.

Event description:
It was reported that the patient was experiencing inadequate coverage and relief. High impedances were observed on both of the leads. The physician replaced one of the leads. The patient was reprogrammed and doing well post-operatively. The explanted lead was not returned to bsn as it was discarded by the medical facility.